Event description:
The distributor (tri-anim health services) reported on behalf of the clinical site that the ventilator had "no inspiratory reading" and they "could not adjust the rate." No other performance details were provided. The ventilator was apparently on a pt at the time of the reported problem. However, no injuries to the pt occurred and the clinical site immediately switched to a backup ventilator. The distributor stated that the ventilator has never been overhauled (routine maintenance) since it's purchase in 1987 due to the fact that the clinical site does "not use the ventilator on a regular basis." Sechrist is awaiting return of the ventilator for further investigation.